Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found, however blood was noted on helix mechanism; full lead returned and analyzed.

Event description:
It was reported that during implant attempt the lead was unable to be successfully placed to get good electrical measurements. It was capturing intermittently or not at all, and had high and varying impedances. The lead was removed and replaced. No patient complications were reported as a result of this event.